Event description:
Complainant alleged that the staff was treating a pt in ventricular fibrillation arrest. The staff shocked the pt out into different arrhythmias with various degrees of heart block. The staff alleged that the device failed to detect a ventricular tachycardia in excess of 200, and that the unit displayed and gave an audible message of "no shock advised." The pt subsequently expired.